Event description:
Wound dehiscence and infection . The implantable cardioverter defibrillator (ICD), antibacterial absorbable envelope and rv lead were removed and then later the patient was upgraded with a cardiac resynchronization therapy defibrillator (crt d) device system. No further patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).